Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked after filling it with 300 units of insulin. It was noted that the location of the leak was unknown. The customer's blood glucose level was not impacted and the customer was able to load a new cartridge.